Event description:
It was reported that blood was unable to be drawn through a one link catheter set. This would result in patient hemolysis. There was no report of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.